Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 20aug2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit's touch screen was not functioning. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.